Event description:
Additional information was received which indicated that abnormal lab values were observed 29 days following the implant of the valve. N-terminal pro b-type natriuretic peptide (nt-probnp) was 1528 picograms per milliliter (pg/ml). The pre-implant nt-probnp level of 204 pg/ml. The abnormal lab value resolved without treatment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: b5. Third paragraph. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient was discharged with a heart monitor. Approximately 7 days following the valve implant, the monitor indicated multiple episodes of complete heart block (chb). The patient was advised to go to the emergency department. The 12-lead electrocardiogram (ECG) in the ed identified complete atrio-ventricular disassociation consistent with atrio-ventricular (av) block. The patient was hemodynamically stable and asymptomatic but admitted to the cardiovascular intensive care unit for monitoring. Ultimately, a permanent pacemaker was implanted with resolution. No additional adverse patient effects were reported. Additional information was received which indicated that 7 days following the valve implant the patient was admitted due to the complete heart block. The permanent pacemaker was implanted one day later. The following day the patient was discharged. The event was considered resolved. Additional information was received to clarify that no "rhythm" issue or conduction disturbance occurred during the procedure. However, seven days following implant and prior to discharge, an episode of transient chb was observed. For cautionary purposes, the patient was discharged home with a heart monitor.

Event description:
Additional information was received which indicated that 7 days following the valve implant the patient was admitted due to the complete heart block. The permanent pacemaker was implanted one day later. The following day the patient was discharged. The event was considered resolved.

Manufacturer narrative:
Updated data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery system; product ID l-evolutfx-2329; product lot/serial number 0011843480; product type: loading system; date is approximate. Month and year are confirmed valid. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient was discharged with a heart monitor. Approximately 7 days following the valve implant, the monitor indicated multiple episodes of complete heart block (chb). The patient was advised to go to the emergency department. The 12-lead electrocardiogram (ECG) in the ed identified complete atrio-ventricular disassociation consistent with atrio-ventricular (av) block. The patient was hemodynamically stable and asymptomatic but admitted to the cardiovascular intensive care unit for monitoring. Ultimately, a permanent pacemaker was implanted with resolution. No additional adverse patient effects were reported.